Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is aniosyme x3 and the automated endoscopic reprocessor (aer) used is soluscope 4. The air/water channel, auxiliary channel, and forceps elevator wire channel were aspirated and flushed with water. The aer detergent is soluscope cln and the aer disinfectant is soluscope paa. The manual detergent is aniosyme x3 and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, and distal end were brushed using albyn medical manual brushes. The storage practice is placing the scopes horizontally in a simple cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 cfu of microorganisms revivable at 30 degrees celsius. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the insulation was below the threshold, the charged coupled device cover lens was chipped and scratched, the bending section rubber glue was a cloudy white color, the connecting tube was wrinkled, the up/down angulation was out of standard, and the biopsy channel had visible wear and tear. This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 3 colony forming units (cfus) of pseudomonas aeruginosa in the auxiliary channel, an uncountable number of cfus of pseudomonas aeruginosa in the suction channel, and 3 cfus of pseudomonas aeruginosa in the air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.